Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they could not seem to get the right program. The patient stated they need to get better relief with their bladder and it tends to want to play with their bowel more than anything and give them zapping all the time. The patient said that they can feel the stimulation when they have excess gas and their bowel keeps getting affected by the stimulation. The patient was on program 4 at level 3.3 and they had gone up and down on the numbers but not the program. The patient said that in august, their doctor will reposition the battery of their ins because their doctor did not push the battery down far enough and the battery is protruding from their buttocks. The patient said that they want a therapy that will not bother their bowel, and the therapy should not suppose to hurt. The agent advised the patient to consider switching programs and increasing the stimulation to a comfortable level and giving the adjustment a week or two to see if there will be symptom relief. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the placement issue was not determined.